Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported pt with diffuse lamellar keratitis (dlk) of the right eye at one day lasik post-operative visit. Addition info indicated pt's topical steroid dosage was increased and the reported event had resolved.